Manufacturer narrative:
Patient presented post-operatively with poor flexion. Arthroscopy procedure was performed during which scar tissue was observed and cleaned out. The patient returned for re-operation and was revised to an alternate implant system. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient presented post-operatively with poor flexion. Arthroscopy procedure was performed during which scar tissue was observed and cleaned out. The patient returned for re-operation and was revised to an alternate implant system.